Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Visual examination of the connector noted the 1096 grommet was damaged. The cause was unknown. Evaluation of the 1095 setscrew was damaged. The cause was unknown. Tool marks were noted on the device can/shield. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached recommended replacement time (rrt) sooner than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).